Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Dried blood noted in neck region (tip). Laboratory analysis was unable to confirmed the reported field allegations. The lead passed all testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, noise, undersensing and low sensing. The rv lead was found dislodged and was explanted. No additional adverse patient effects were reported.